Manufacturer narrative:
The indication for the index procedure was stable angina/stress echocardiogram. The pt was reported to have three-vessel disease and had one lesion treated during the procedure. A staged procedure was planned due to time/logistics. The pt's left ventricular ejection fraction was reported to be 30-50% (lvef 30-50%). The target lesion was the proximal/mid right coronary artery (rca). The lesion was reported to be: restenotic after bare metal stent/bx sonic, 3.0 mm vessel diameter, 39 mm length, an 80% stenosis, and type b2. The lesion was pre-dilated as planned with a 2.5 x 20 mm balloon at 12 atm. Two cypher select plus stents were implanted in overlapping fashion at 12 atm: a 3.0 x 33 and a 3.0 x 18 mm stent. The stents were not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The timi flows were not provided. The pt was discharged three days after the procedure. The pt was reported to be asymptomatic and continuing his medical regimen at the one and six-month follow-ups. The product is not available for evaluation and testing. This male pt in the registry experienced restenosis of a bx sonic stent. The stent was implanted prior to their inclusion in the registry. Medical history was listed as known coronary disease with prior pci and CABG, hypertension and hyperlipidemia. The sonic stent was implanted in the rca; no details were available. At the time of re-treatment, the target site in the proximal-to-mid rca was described as a type b2 lesion: diffusely restenosed with 39mm lesion length and 80% occluded. Treatment included implantation of two cypher stents (3.0/33mm and 3.0/18mm); no complications were reported and a "satisfactory" result was achieved. Approximately 1 year later, the pt underwent add'l treatment when a new lesion was identified in the distal rca; treatment included implantation of another cypher stent. The database noted, "pt developed angina and positive myocardial perfusion scan. Coronary angiogram showed normal des previously deployed in the proximal and mid rca and a new lesion in the distal rca that was treated with a 2.5x18mm cypher stent with very good result." The stent was not returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that progression of known coronary disease may have contributed to this restenosis. Please note that this is the initial/final report for this product.

Event description:
The report received from the study indicated that one-year after the index procedure for the study during follow-up, the pt experienced angina. Coronary angiography was done and the previously implanted cypher stents were patent. A new lesion in the distal right posterior descending artery was treated. Review of the database info indicated that the pt had restenosis of a previously implanted (unk) bx sonic stent.